Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks around the reservoir compartment and had keypad anomaly. Customer's blood glucose was unknown. Customer's current blood glucose was 146 mg/dl. Troubleshooting was done. Customer that the act button needs to be pressed couple of times to work and he noticed there were cracks around the reservoir compartment when he was doing set change. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump also received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.